Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy rash under the left breast while wearing the lifevest. The area was described as red and itchy and the doctor described it as possibly a yeast infection from the heat. The patient's doctor prescribed ketoconazole cream for the affected area. Follow-up indicated that the area had cleared up.